Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had blood in the console. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional contact details: (B)(6). Getinge field service engineer (fse) replaced blood affected parts tubing, blood detect, purge valve assembly, assy crm english , assy,safety disk,english. Performed full functional and safety tests. All tests pass returned to customer and cleared for clinical use.

Event description:
N/a.